Event description:
The customer reported that his insulin pump trainer downloaded his readings and it was showing carb entries the customer denied entering. The customer stated that he did not override and he only entered his carbs. The customer mentioned that the incident it happens every day and within a minute of each other. The customer did not feel comfortable wearing the insulin pump with this issue going on; he took off the device and put him back on his old insulin pump for the moment. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.